Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during dilatation of the 75% stenosed left subclavian vein, the 12 mm x 40 mm armada 35 balloon ruptured. While removing the device, the balloon material caught temporarily on the end of a stent implanted in the internal jugular vein. The balloon dilatation catheter (bdc) was slightly twisted and pulled, freeing the device from the stent. During removal through the 7 fr sheath at the access site, it was noted that the balloon was not fully collapsed. Resistance was met and the balloon separated. The proximal portion of the bdc was removed, but the separated distal portion remained inside the saphenous vein. A cut down was performed and the remaining portion was successfully removed from the vessel. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional analysis were performed on the returned device. The reported balloon rupture and separation were confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The indication for use listed in the armada 35 instruction for use (IFU), states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The investigation determined that the reported difficulties were due to case circumstances and it could not be determined if using the armada in the subclavian contributed to the rupture. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.